Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using the pre-close technique, via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after deployment of the first proglide device, only one suture was completely present and a small portion of the other. To ensure that the suture captured the vessel, a second proglide device was used and the sutures were successfully pre-placed. An attempt was made with a third proglide device; however, a cuff miss occurred. An additional proglide device (4th device) was used for successful suture placement using the pre-close technique. The sheath was upsized to a 20f. The tavi was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. The physician noticed a little dissection at the point of the suture, but there were no complications and no intervention needed. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was not confirmed as not all components were returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.